Event description:
Pt was using a hoversling and was being lifted about 3 inches off of the bed to get an accurate weight before being transferred to hillcrest. Pt (B)(6) was in room and needed the weight upon request of hillcrest pt. Sling is supposed to hold over 1000 lb, but broke as patient was being lifted off of bed. Pt only went back down about 3 inches to the bed, but obviously there are issues with this sling holding the weight it says it is supposed to hold. Lot #1525539sl3.